Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation: the white residue inside channel - a sample of the foreign material could not be retained for testing. No further escalation is required. In addition, the most probable cause of the complaint which was defined as a cause traced to component failure that is an expected or random component failure without any design or manufacturing issue, due to wear problem - problems due to the premature or expected erosion of its material by use, deterioration, or change. No further escalation is required. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited white residue in the air/water (aw) channel. There was no patient involvement.